Event description:
A user facility reports an unexpected post-operation refraction following intraocular lens (iol) implantation. The original lens implanted was a 26.00 diopter and was replaced with a 28.00 diopter lens. The association between this event and the iol is not known. Add'l info has been requested.